Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (listerine ultraclean access flosser replace heads can). Device is not distributed in the united states, but is similar to device marketed in the USA (listerine ultraclean access flosser replace heads mint USA 1254744019usa). (B)(4). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on august 06, 2014. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041101-2018-00019. The same patient is represented in each medwatch. If information is obtained that was not available for this initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The consumer alleged that during flossing the floss stuck in teeth and that the flosser head fell out of the flosser handle and into his mouth. The consumer was able to take the flosser head out his mouth.